Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient was implanted the day prior and he was still very sore. The patient understood it would last for a few days. Last evening when he reached up to get a box out of the upper cabinets from the refrigerator he could hardly even extend his arms any further. It hurt and he had to bring stimulation down. The patient had to immediately look for his patient programmer (pp). He used the pp and it was blinking looking for the antenna. The patient was dissatisfied that he had to use the antenna and had to connect to the implantable neurostimulator (ins) to turn stimulation down. The patient knew from the trial there were times when he straightened his spine or head and stimulation could increase or decrease. The patient misunderstood how the equipment would work and it was not what he expected. He was under the impression that he would be able to use the pp wirelessly and be able to communicate without placing the antenna over his ins. He thought once he got the permanent implant he would be able to regulate the intensity of the stimulation with the pp. He was not happy to discover that he would need to use the antenna and put the antenna over the ins every time he wanted to increase or decrease stimulation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.